Event description:
The patient reports that she had the band implanted in (B)(6) 2010. The patient states she was vomiting after every protein meal. In addition, patient is experiencing sharp pain around the port. The total fill volume was recently removed and the vomiting has stopped. The pain around the port continues intermittently. Xrays have been taken and results show the band and port are in the correct position. The patient states she has regained weight significantly. Patient to schedule an appointment with a new physician.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.